Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that the patient's ipg was protruding out of the pocket. As a result, the patient underwent surigical intervention on (B)(6) 2018 to have their pocket relocated. Reportedly, the patient was also treated with intravenous antibiotics at the surgery. The patient experienced good pain relief post operatively.